Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported the dovetail was loose on the aberrometer. Additional information requested.

Manufacturer narrative:
The company service representative examined the system and confirmed, and replicated the reported event. The company service representative reapplied loctite and tightened the dovetail screws. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The dovetail on the aberrometer mounts to a corresponding dovetail bracket on the customer¿s microscope with a locking mechanism to secure the aberrometer. It is designed to give the customer flexibility by allowing them to remove and replace the aberrometer onto the microscope at their discretion. The company service representative informed the customer not use the aberrometer as a handle to move the microscope. Thus, the root cause of the reported event is likely attributed to customer use/handling; however, this is unable to be determined conclusively with the information obtained for this investigation. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).